Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a rash under the sensors that have broken open. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed hydrocortisone for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.